Manufacturer narrative:
Additional MFR narrative: batch data review: a major ncr-208 was opened during production, that concluded to no incidence on the product safety and quality. Batch data history: no other complaint was registered to date (june 08, 2022) with this batch number. According to the information received this case would be related to the vascular occlusion, which is well-known and described adverse reaction to hyaluronic acid filler injections. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the intravascular injection into an artery, causing an embolism that impedes blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This incident occurred outside of the USA, in (B)(6). According to information received as of may 13, 2022, a patient was injected on (B)(6), 2022, with 0.8 ml of teosyal rha 3 (tp27l-213715a0) into the lips, and due to the accidental intra-arterial puncture the patient had a vascular complication. On (B)(6) 2022 as a remedial action the patient received the following treatments: hyaluronidase (1500 iu in 2ml of physiological saline solution + 1ml lidocaine 2%) for a total of 7500 iu). Acetyl salicylic acid 500 mg. Anti-inflammatory drug (ibuprofen 600 mg). Topical antibiotic (mupirocin). It was reported after the corrective action, the patient was seen by another clinic in the plastic surgery department, and according to our latest information as of may 16, 2022, the symptom was resolving properly and the patient was fine without further complications.